Manufacturer narrative:
H.3. Evaluation summary: it is believed that the extended charge times observed were caused by the device trying to charge into a damaged output section. The damated hybrid assembly drew high current and drained the batteries. The cause of the initial damage is believed to be a high voltage breakdown between two components in the hybrid.

Event description:
A ventricular tachycardia was induced during an ep study. The ICD sensed the arrhythmia, charged appropriately, and delivered the first shock of 650 volts. The arrhythmia was not converted. The device began to charge to 750 volts to deliver the second shock. The physician chose to externally defibrillate the patient before the ICD had completed charging. The ICD would not communicate after the external defibrillation.